Event description:
It was reported that a patient who had quadruple coronary artery bypass graft (CABG) was receiving high dose norad, along with other infusions (saline with an antibiotic running, potassium, and paracetamol). It was then noted that alarms suddenly started sounding on the pcu and "all 4 pump modules." The device displayed an unspecified error code, and the pump "stopped functioning" where norad was infusing. The clinician was able to obtain new pcu and pump modules and all infusion were transferred over. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f) (11) (iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient who had quadruple coronary artery bypass graft (CABG) was receiving high dose norad, along with other infusions (saline with an antibiotic running, potassium, and paracetamol). It was then noted that alarms suddenly started sounding on the pcu and "all 4 pump modules." The device displayed an unspecified error code, and the pump "stopped functioning" where norad was infusing. The clinician was able to obtain new pcu and pump modules and all infusion were transferred over. There was patient involvement but no harm.